Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The moderately tortuous and calcified unspecified target lesion was predilated with a maverick 2.0mm balloon. The 3.00x24mm liberte coronary stent delivery system (sds) was advanced to the target lesion, but was unable to cross. When the sds was withdrawn from the patient, it was noticed that the rear stent struts were lifted off of the balloon. The procedure was completed with another of the same device with no patient complications. The patient's current condition is listed as "fine".